Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that a revision procedure was performed due to oversensing on the right atrial (ra) lead . Upon explanting the ra lead, it was observed to have been previously repaired. The date of the lead repair was unknown. The lead was ultimately explanted and replaced. No adverse patient effects were reported during the procedure. The facility retained the lead and it was unknown if the lead would be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon device interrogation, a lead safety switch message was observed. Pacing impedance measurements were within acceptable limits in the unipolar configuration. Multiple atrial tachy response (atr) episodes were observed as a result of noise. The device was reprogrammed to bipolar configuration. To date, no adverse patient effects were reported as a result of this clinical observation.